Manufacturer narrative:
An event of valve migration, valve snaring, hypotension, tachycardia, aortic dissection, cardiac arrest, left ventricle rupture, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Was reported on (B)(6) 2021, a 25 mm portico tavi valve (19035432) was selected for implant. During procedure the valve popped up into the aortic root requiring a valve in valve. The depth of the valve prior to migration was 3 mm. The physician retain the first valve by snaring the valve to avoid it going deep into the valve sinus and to avoid a coronary occlusion. A new 25 mm portico tavi valve (19035432) was selected. While attempting to place the second portico valve the patient presented with hypotension and tachycardia. A transesophageal echocardiogram (tee) was performed and showed an aortic dissection. The patient was converted to open heart surgery, however it was not successful and the patient went into cardiac arrest and died. The possible cause of the aortic dissection is due to the movement of the first portico valve when attempting to cross the second valve and a left ventricle rupture occurred due to the lunderquest guidewire. The second portico valve was never implanted/deployed. The presence of calcium was classified as mild. There was no tension in the delivery system at the time of final deployment. The patient had the history of cardiomyopathy, stenosis and vascular heart disease.